Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was calculating large amounts of insulin for a correction bolus. Customer confirmed that the correction factor setting was not entered correctly and the pump was calculating the correct bolus based on the setting. Tandem technical support assisted the customer with changing the setting. Customer's blood glucose was 264-265 mg/dl.